Event description:
It was reported the on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using an unknown delivery system. The left atrial pressure was 18mmhg and 500 ml of fluid given prior transseptal puncture (ias puncture). During procedure, after close criteria satisfied and tension test performed for 30 sec. The device compression was over compressed, strawberry-like. After the release, the inferior shoulder of the lobe was invaginated (over compressed) prior to detachment, and mobilized itself towards the laa after detachment, they decided to retrieve the device proactively to prevent a later embolization. The amulet was snared out and a new device was implanted. The implanter believes cause of embolization was over compression and non-inserted hooks. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amulet delivery system. The left atrial pressure was 18mmhg and 500 ml of fluid given prior transseptal puncture (ias puncture). During procedure, after close criteria satisfied and tension test performed for 30 sec. The device compression was over compressed, strawberry-like. After the release, the inferior shoulder of the lobe was invaginated (over compressed) prior to detachment, and mobilized itself towards the laa after detachment, they decided to retrieve the device proactively to prevent a later embolization. The amulet was snared out and a new 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amulet delivery system. The implanter believes cause of embolization was over compression and non-inserted hooks. The patient was reported stable.

Manufacturer narrative:
An event of migration was reported. Three photos were received from the field, two photos showed the snared plug outside of the patient and one photo showing the snaring assembly outside of the patient. The device was returned to abbott for investigation and the device met dimensional specifications on the disk when analyzed under non-physiological conditions. Fractured nitinol wires and a deformed lobe was noted upon the the return of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported migration could be related to incorrect sizing and/or non-inserted hooks, however this not be confirmed. An unexpected medical intervention of snaring the device is a cascading effect of device migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.